Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their chloride electrode required replacement within the warranty period. Quality controls were out of range. The customer replaced the electrode and the issue resolved. The customer ran quality controls and patient samples, which were acceptable. The cause of the discordant, falsely elevated chloride results on three patient samples was due to a malfunction of the chloride electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on three patient samples on an advia 1200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1200 instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.